Manufacturer narrative:
Block h6: mdrf device code a0501 captures the reportable event of tip detachment of device or device component. Imdrf impact code f2301 captures the reportable event of additional intervention required. Block h11: investigation summary: the device was not returned for analysis; therefore, a technical analysis could not be performed. The reported event of tip detachment of device or device component could not be confirmed. There is not enough evidence to determine whether the reported issue was due to the physician's manipulation or technique during the procedure or related to a device malfunction. Additionally, it was reported that the axios stent was intended to be implanted during an esophagogastroduodenoscopy (egd) procedure to facilitate gallbladder drainage. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted during an esophagogastroduodenoscopy (egd) procedure. Therefore, the as reported code device use of device issue - misuse could be confirmed. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device/media analysis: the device has not been returned for analysis. Therefore, a technical analysis could not be performed. Labeling review a labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. Risk review. A review of the axios stent and electrocautery enhanced delivery system hazard analysis and dfmea was completed and confirmed that the event of tip detachment of device or device component and additional device required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to facilitate gallbladder drainage during an endoscopic ultrasound (eus) esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, stent deployment proceeded normally; however, after deployment the nose cone detached and had to be manually removed from the patient using forceps. The stent was reported to be currently implanted; therefore, the procedure was completed using the same device despite the issue. There were no patient complications reported as a result of this event. The patient was reported fully recovered. Note: it was reported that the axios stent was intended to be implanted during an esophagogastroduodenoscopy (egd) procedure to facilitate gallbladder drainage. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted during an esophagogastroduodenoscopy (egd) procedure.